Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 2 syringes of juvéderm voluma® xc in the cheeks, 2 syringes of juvéderm® ultra plus xc in the marionette lines and oral commissures, and 1 syringe of juvéderm volbella® xc in the upper lip and lines around the upper lip. Two weeks later, patient came back and was injected with 1 syringe of juvéderm volbella® xc in the lower lip. Approximately less than 2 months later, patient reported they experienced bumps, hard subcutaneous nodules above the upper lip, 1 bump under their right eye in the medial cheek, and 1 bump in the lower lips. Patient also stated they had a cold (deemed not related to the device) the week before. Healthcare professional believed patient had experienced biofilm, without a biopsy to confirm. Per physician, the biofilm might be caused by "a cold virus." A cbc test was performed and came back with slightly elevated neutrophils. Patient was treated with a steroid injection of triamcinolone, prescribed a methylprednisolone dose pack, and prescribed clarithromycin. Event is ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00791 (allergan complaint # (B)(4)), MDR ID # 3005113652-2020-00792 (allergan complaint # (B)(4)), and MDR ID # 3005113652-2020-00793 (allergan complaint # (B)(4)). This MDR is submitted for the first suspect product, juvéderm voluma® xc.